Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 89% stenosed, 18-20mmx4.0-4.75mm target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 4.00x20mm promus element drug-eluting stent was advanced for treatment, but failed to cross the lesion. However, during removal, it was found out that the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 89% stenosed, 18-20mmx4.0-4.75mm target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 4.00x20mm promus element drug-eluting stent was advanced for treatment, but failed to cross the lesion. However, during removal, it was found out that the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. It was further reported the physician cut the hub.

Manufacturer narrative:
Device is a combination product. (E1) initial reporter facility name: (B)(6). A promus element, mr, ous 4.00x20mm stent delivery system was returned for analysis without the manifold hub. A visual examination of the stent found signs of stent damage. Stent struts from the 3rd and 4th proximal row from distal end were lifted from their crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The overall stent length was also measured and the result was within the crimped stent length tolerance range. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 2.3cm proximal to the distal end of the strain relief with the manifold hub not returned. No other issues were noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.